Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data present is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they are experiencing many open sores with discharge and itching. The end user initially took benadryl and applied karaya powder with no improvement. She was then given nystatin powder and this also has had no effect. She will be making an appointment to see her doctor. The pt's subsequent outcome was not noted.